Manufacturer narrative:
The root cause could not be determined yet because the customer has not replied to our follow-up letter, with our request for additional important clinical data for the investigation.

Event description:
Implant broken - fracture.